Event description:
Customer reports that the system intermittently does not boot up and locks-up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare (B)(4).the ge service rep pulled the logs and rebooted the system. He performed an operational check and did not find any issues. The system operates as intended.